Event description:
Philips received a complaint from the customer reporting that the v60 ventilator accept button was not working. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had an accept button that was not working. The rse advised the customer to remove the accept button rubber cover and depress the switch directly. The rse then noted that if that did not resolve the issue, then the switch pcba should be replaced. The customer was provided with the part number. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.